Event description:
The following is based on a medical record review (operative report) provided with the initial attorney's report: (B)(6) 2008 - pt underwent repair of a recurrent vaginal vault prolapse. A trans-abdominal sacral colpopexy was performed and a bard flat mesh was placed. The operative report noted that the flat mesh was secured to the previously placed unk mesh and the excess ends of the mesh were trimmed. The following was reported to davol by the pt's attorney: it is alleged on (B)(6) 2008 the pt was implanted with a bard flat mesh in the vaginal wall. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the reported event. The operative report provided by the pt's attorney indicated that the pt was implanted with bard flat mesh on (B)(6) 2008, to repair a recurrent vaginal vault prolapse. No specific device failure has been alleged and the medical records provided included only the operative report for the implant procedure. We have contacted the initial reporter to request additional information and if available, to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR included all pt, event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.